Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was received in two separate pieces for analysis consisting of the manifold with 145mm of hypotube and the balloon with the polymer extrusion, midshaft and 955mm of hypotube. A visual and tactile examination identified a complete break in the hypotube of the device at approximately 125mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon had been subjected to positive pressure. Due to the condition of the returned device the investigator was unable to inflate the device. A microscopic examination of the device identified a pinhole in the balloon material located approximately at the center of the proximal markerband. An examination of the balloon material identified no issues. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture and a shaft break occurred. The target lesion was located at the coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. Subsequently, the cutting balloon was removed intact; however, it was observed outside the patient's body that the catheter shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.